Event description:
Pressurized door flew open of a chemical sterilizer causing chemical fumes to get into an employee's eyes. The employee missed two days work because of abrasions caused by the accident.